Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone18.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the arm for between 4 and 24 hours. Following use of the pod, the patient observed redness, swelling, warmth, and purulent drainage at the pod insertion site, with spreading redness. Due to these symptoms, the patient sought medical attention on (B)(6) 2026 via a healthcare provider appointment and returned home the same day. At the time medical attention was sought, the pod had already been removed. The healthcare provider diagnosed cellulitis and prescribed antibiotics (medication names unknown). After treatment, the patient resumed insulin delivery by applying a new pod to the opposite arm without reported concerns. A supplemental report will be submitted if new information becomes available.